Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the tip of the broach handle that engages the broach was broken off. Not exactly sure when that happened. We only learned that it was broken off when the surgeon went to withdraw the broach from the femur. When he would strike the broach handle with the mallet it would come out of the broach, leaving the broach in the femur. We had to use a coker to pull the broach out. We did take an ex-ray of the hip and found no debris in the wound.